Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following the procedure the patient experienced adhesion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/8/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(6) hernia recurrence occurred. It was reported that following the procedure patient experienced recurrent inguinal hernia.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention. It was reported that patient underwent mesh revision on (B)(6)/2014 by dr. (B)(6) due to pain at (B)(6).